Event description:
It was reported that an anonymous customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the customer delivered multiple boluses in an attempt to treat a prior bg level. Customer required assistance from partner to treat bg via a glucagon injection. The customer went to the emergency room and was subsequently hospitalized. As the customer was anonymous, tandem technical support was unable to follow up with customer, or obtain additional information regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.